Event description:
My (B)(6) daughter's insulin site needle which is a steel cannula (contact detach) broke off inside her and required her to have a bedside procedure done which was unsuccessful and then required her to have surgery. She is left now with about a 2 inch incision and multiple stitches in her left buttock. She had another site in to replace that one that went bad and when I replaced that because I was worried about that one being broke off also. I pressed the steel cannula over to see what would happen and it snapped off also. I am very worried about another person having this happen to them. I wouldn't want anyone else to go through this.